Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the blurry image was a damaged objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited blurring of the visual field. There was no patient involvement.